Event description:
It was reported that two sequoia closure tops stripped when the surgeon torqued them. Another closure top was used to complete the surgery and there was no reported patient harm; however, there was a 30 minute delay to the surgery. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00251.

Manufacturer narrative:
Corrections in d4: lot & UDI numbers, d9, h3, and h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two sequoia closure tops stripped when the surgeon torqued them. Another closure top was used to complete the surgery and there was no reported patient harm; however, there was a 30 minute delay to the surgery. This is report one of two for this event.

Manufacturer narrative:
Device evaluation: visual inspection revealed no damage to the threads or the hex drives. Root cause: root cause was unable to be determined as no product issue was identified. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two sequoia closure tops stripped when the surgeon torqued them. Another closure top was used to complete the surgery and there was no reported patient harm; however, there was a 30 minute delay to the surgery.this is report one of two for this event.